Event description:
Patient was implanted with prodisc-c implant on an unknown date approximately 6 to 10 months ago ((B)(6) 2012). Patient was returned to the operating room on (B)(6) 2012, for revision surgery due to the prodisc-c implant subsiding to the bone. Patient was revised to a one level acdf with vectra x ccacf. Reportedly when the prodisc-c implant was initially implanted, everything was fine and almost looked perfect.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported date of implant was approximately 6 to 10 months ago ((B)(6) 2012). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.